Event description:
This spontaneous report was received from a us health care professional and concerns an adult female patient. She was injected with radiesse(+), in an off label way (as reported) into the face. Batch number was reported as a00087500 (expiry date: 11/2024). The batch record review was received and the lot number for radiesse(+) was confirmed as a00087500 (expiry date: 11/2024). A lot search in the global safety database was conducted. Radiesse(+) was diluted in a 3:1 ratio (product preparation issue, off label use of device), injected using a 22 g cannula. After the radiesse(+) injection, the patient experienced a vascular occlusion on the cheek. She had a slow capillary refill and discoloration. The reporter used warm compress, aspirin and massage, to help break it up. She was followed up next day and kept doing warm compress and massage. On the next day, it looked like a huge bruise. Due to the provided information, the outcome of the event was considered as not resolved.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event vascular occlusion (pt: vascular occlusion), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse(+) injectable implant, lot number a00087500, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were found related to this lot.